Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I noticed on my neck and collarbone, it seemed to pop out on my pacemaker. Nothing's loose, I f eel around and everything seems to be in place, but I'm wondering why it's popped out." And "the lead. It sticks out.". The pacing lead remains in use. No patient complications have been reported as a result of this event.